Event description:
The customer tested his blood glucose using his contour usb and contour meters . His contour usb meter read 596 mg/dl, while his contour meter read 180 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return the test strips for eval. Replacement test strips were sent to the customer.